Event description:
The lay user/pt contacted lifescan (lfs) in 2005 alleging that the apply sample icon appeared on the meter. The pt experienced dehydration, shakiness, nauseated, felt weak, and had respiratory problems. She tried to test her blood glucose and was unable to obtain a reading. She ate food and/or drank a beverage after attempting to use the meter. She visited her physician 26 hours later and received a 100 mg/dl on the physician's meter and was treated with an IV. The meter is not a new product (out of box). While troubleshooting with the customer care agent (cca) it was noted that there was not enough blood applied on the test strips. Cca had the pt retest with a new test strip and sufficient sample size of blood and the meter did not start. The meter did not start using a new vial of test strips. Cca was unable to resolve the issue and sent the pt a replacement meter and test strips.